Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Direct stenting (no pre-dilatation). There was no reported product deficiency. The reported myocardial infarction (mi) is listed in the instructions for use (IFU) as a known adverse event associated with coronary stenting. It was reported that the xience stent was implanted without pre-dilatation of the lesion. It should be noted that the IFU states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. In this case, the direct stenting/no pre-dilatation does not appear to have contributed to the reported event as the patient effects did not occur until after the initial procedure. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacturing or design.

Event description:
It was reported that one day post direct stenting with one 3.0 x 18 xience v stent in the right posterior descending artery, the patient was found to have elevated cardiac enzymes which were not treated. The ECG showed normal sinus rhythm and the patient was discharged. It was later learned that the patient experienced a non q-wave myocardial infarction peri-procedure in the target vessel. There was no additional information provided.